Manufacturer narrative:
The device has not been evaluated. The device will be evaluated and a follow up medwatch will be submitted.

Event description:
A report was received regarding an alleged issue encountered with the q2 multiport sets. The report states that several of the same manifolds appeared to be slowly leaking. The alleged leakage was discovered by the nursing staff who observed that the patient bedding was wet near the manifold. The leaking manifold was disconnected from the patient and hooked up to additional tubing by the nursing staff and the leaking could not be duplicated.

Manufacturer narrative:
Three complaint samples were received along with samples of extension sets from another manufacturer (bd connector) which were reportedly used with the device when the incident occurred at the user facility. To duplicate the described complaint scenario, the bd connector was attached to the male luer end of the three complaint samples and a leak test was conducted for 6 - 8hrs. Leakage was seen between the luer of the complaint samples and the bd connector. To assess whether or not the leakage was as a result of the complaint samples or the bd connector, the bd connector was replaced with quest medical's injection site which has a similar function as the bd connector and no leak was observed on the complaint samples. Further evaluation of the bd connector revealed that it had a flat surface, compressed stem without any split septum. The complaint samples had no defect and functioned as intended without leaking. A DHR review was conducted and no anomalies were found. A 24 month complaint history review was conducted on this product code and no similar complaints were found. The root cause of this incident is not related to quest medical's device.